Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer resumed insulin therapy on the pump. There was no reported adverse impact to customers blood glucose (bg) level..